Event description:
A computed radiography (cr) 500 screen atrifact was reported by the customer site to resemble a shadow or spot on the lung. The diagnosis was revised by the radilogist once viewing a second image to show the same spot or shadow in the same location as the first image. There were not any reports of pt injury or treatment initiated as a result of the initial diagnosis. Kodak has reviewed the clinical and flat field images from this customer site. The type of artifact resembles an irregular shape.